Event description:
A low readings issue with the adc device was reported. The customer received unspecified low sensor readings and as a result the customer experienced loss of consciousness and heavy sweating. The customer was unable to self treat and received unspecified treatment from a healthcare professional (hcp). No further treatment details were reported. Additionally, it was reported the customer received sensor scan result of 154mg/dl compared to 298 mg/dl readings obtained on hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customers¿ family member reported that unspecified low sensor readings were provided by the freestyle libre 3 sensor and the customer experienced loss of consciousness and heavy sweating. The customer was unable to self-treat and received unspecified treatment from a healthcare professional (hcp). No further treatment details were reported. Additionally, it was reported the customer received sensor scan result of 154mg/dl compared to 298 mg/dl readings obtained on hcp meter. There was no report of death or permanent impairment associated with this event. The following additional information is being provided in this follow-up report: on (B)(6) 2024, the customer¿s family member contacted abbott diabetes care (adc) in relation to the previously reported adverse event to inform adc that the customer has since passed away. As previously reported, the customer¿s family member stated they found the customer sweating and unresponsive. The family member obtained sensor readings of 115-120 mg/dl at this time and called emergency doctors to the home. Upon arrival, a healthcare meter blood glucose result of 298 mg/dl was obtained as compared to sensor readings of 154-155 mg/dl. It should be noted that the results, when plotted on a parkes error grid, fall into the "b" zone of the parkes error grid, defined as "altered clinical action or little or no effect on clinical outcome¿. The customer¿s family member stated the customer was stabilized with an unspecified infusion and transferred to the hospital intensive care unit (ICU) for observation due to a secondary illness. The customer was hospitalized for 6 days, passing away on (B)(6) 2024. The customer¿s family member stated the hyperglycemia experienced by the customer and pneumonia both contributed to the death. It is unknown what treatment was provided to the customer over the 6-day hospitalization, nor was any official diagnosis or cause of death provided to adc. Given the information presented at this time, it is inconclusive that the freestyle libre 3 device has led to or contributed to the death of the customer.

Manufacturer narrative:
Adc has received the product back from the customer for additional investigation (sensor serial number (B)(6)). Adc complaint investigation team performed a visual inspection of the returned sensor, and no issues were observed. Watermark was observed at the base of the sensor tail indicating that the sensor tail was properly inserted. The sensor was de-cased and visual inspection was performed on the sensor's printed circuit board assembly (pcba), no issue was observed. The investigation team performed a source measure unit (smu) test which indicated no accuracy issues with the sensor. Additionally, a poise voltage and sensor thermistor testing were performed and determined to be both within specification, indicating the sensor¿s electronics were functioning as intended. No malfunction or product deficiency was identified. This issue is not confirmed. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. It was originally reported to adc on 09 apr 2024 that the customer experienced an adverse event due to a low sensor readings. However, during this time of contact, there was no indication of hospitalization or death. The customer's family member contacted adc on (B)(6) 2024 to report the customer's death. Therefore, the following sections have been updated per additional information received by adc on 30 apr 2024: b2 - outcomes attributed to ae b2 - date of death b5 - describe event or problem b7 - other relevant history h1 - type of reportable event h6 - health effect - clinical code, impact code, type of investigation, investigation conclusion h11- additional mfg narrative all pertinent information available to abbott diabetes care has been submitted.